Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer's blood glucose value was 34, 398, 99 mg/dl. Product will not be returned device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device communicated properly with the minilink transmitter and the glucose sensor simulator. No pump/sensor communication anomaly or calibration anomaly noted. Device also communicated properly with the test blood glucose meter. No pump/meter communication anomaly noted. Device had a small crack on the battery tube threads, cracked reservoir tube lip and a stained end cap sticker.